Event description:
Reporter alleged blood glucose measured 145 mg/dl back to back with a result of 371 mg/dl when performed within 2 minutes of each other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.**